Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a biopsy procedure, after scanning a patient with fiducials and acquiring those fiducials during registration, the registration metric was not acceptable to the surgeon. The site reported the points were appearing above the surface of the skin. The manufacturer representative (rep) was not aware what type of fiducials were in use. The one fiducial had moved, and was removed from registration to improve the registration metric. The fiducials had likely been placed in the morning, procedure start time was 9-9:30. The site added trace registration and the registration metric fell to 1.7, and the procedure was then continued. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product 9735737, software version: 2.1.0. It was reported that the logs captured that the site used biopsy optical procedure on the date of the issue reported. The site did multiple touch registrations with an error metric less than 5 mm by collecting the 4 to 5 touch points. The site was able to achieve the registration metric of 1.3 mm with both touch and trace together. However, archives were not available to check the fiducial placement and registration patterns. Without exam archives there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.